Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a power cable that exceeded the resistance limit during testing. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) noted that the customer's v60 ventilator had a power cable that exceeded the resistance limit during testing. It was noted that a power cord would be ordered. The investigation is ongoing.

Manufacturer narrative:
A service engineer (se) reported that the power cord was replaced. The device was tested, and verified to be in working condition. The system meets the specification for the performed service and is returned to use.